Manufacturer narrative:
The returned meter powered on with button press and strip insertion. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6) 2011 he received an ER-4 message on the display of his freestyle freedom blood glucose meter upon test strip insertion, in addition to an unspecified port issue. He further reported subsequently experiencing diaphoresis, disorientation and feeling cold, which resulted in both a loss of consciousness and a seizure. Paramedics were called, treated customer on the scene with both an oral and an intravenous infusion of glucose. Customer was transported to a local healthcare facility where he was diagnosed with hypoglycemia and treated with additional intravenous glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should also be noted: two, unsuccessful, attempts to contact the customer to gather additional information have been made. Additionally, the test strips the customer was attempting to use expired in march, 2008.